Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma-late" and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "some folds, peri-implant fluid, and capsular contracture, baker grade IV."

Event description:
Healthcare professional reported right side "some folds...peri-implant fluid" and capsular contracture baker grade IV. The device remains implanted.